Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was performed in (B)(6). The procedure was pta of wallstents in a stent-graft-branch and endovascular aneurysm repair (evar). The evercross balloon ruptured. During removal of the evercross balloon, the physician felt high resistance, and only half of the balloon and the catheter were removed. The balloon was retrieved in two pieces.

Manufacturer narrative:
A review of the manufacture records for this device was conducted.evaluation of the returned device on (B)(6) 2015 found the product received exhibited a circumferential tear in the balloon and an inner shaft fracture. (B)(4)